Event description:
During an open reduction internal fixation (orif) of a proximal femur fracture procedure on (B)(6) 2013, while implanting the dhs lag screw, the dhs/dcs coupling screw broke. It was reported the threaded portion of the device broke in the lag screw. The lag screw was removed and the threaded portion of the device was discarded of. The lag screw was then implanted. Reportedly the surgery was delayed for 20 minutes due to this reported event. This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: patient's weight was reported as (B)(6) pounds. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. A review of the device history records has been requested.

Manufacturer narrative:
This review was performed to the latest revisions for this product. The device history record is not available as the device is older than 18 years. The documents for instruments have to be stored for 10 years. The material failed to the latest revisions because the current product is made from a different material than the returned device. The composition of the returned device is correct material for when it was made. The measurement for l2 (the length of the shaft measured from the knurled end to the threaded end) is not able to be obtained because the threaded portion is missing. T1 is also unobtainable because the threaded portion is missing and was not returned. Because l2 and t1 are not able to be checked this complaint is indeterminate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Additional narrative: received condition of one coupling screw, part number 338.20 was returned with approximately 5 mm of the threaded distal tip missing, the shaft shows signs of heavy scratches and dents in two locations approximately 90mm and 100mm from the proximal end of the coupling screw. The threaded tip portion was not returned for evaluation. The manufacturing evaluation confirmed all measurable dimensions are in specification and the material is 304 as required by drawing 338.20 revision a at the time of manufacture. Design evaluation of the returned device was manufactured in november 1995, is over 18 years old and has been used extensively as evidenced by the wear and marks on the shaft and tip. The complaint is the result of long term field use and is not related to the design and is therefore invalid from a design standpoint. A review of the design and clinical risk management document is not required as the device has exceeded the expected service life of this type of instrument. Conclusion of the complaint is the result of long term field use and is not related to the design.